Event description:
It was reported the pt presented with endophthalmitis on post-op day 8. Intravitreal injection was given. The surgeon indicated that in his opinion the likely cause of the event was intra-operative endophthalmitis. The pt's current prognosis is described as: vision is stable, ucva: 20/30. This report pertains to the pt's right eye. Reference MDR #2031924-2014-00002 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.